Manufacturer narrative:
Concomitant medical products: 638bl32 heart band, implanted: (B)(6) 2017; 5086mri52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had varying thresholds one day post implant. Follow up with the company representative indicated the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.